Event description:
It was reported that the tibia cut was thicker than required. Doctor felt the cut was about 4mm too much. Needed to use a 16mm liner to finish the case.

Manufacturer narrative:
Method: segmentation review. Results: segmentation review was correct and performed according to work instructions. Conclusion: no failure, product was within specification.